Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that during a revision procedure using a core conical stem, the locking screw would not engage. It is further reported that when the stem was implanted, it is believed that the introducer was not tight. It is further reported that when trialing the proximal body, the screw would not engage with the stem taper. It is further reported that when the definitive body was placed on the stem , the loading screw would not engage. The surgery was completed without the locking screw. The surgeon does not expect any complications for the patient; however, the surgeon would have preferred to use the screw.